Event description:
Reportedly, the rrt has been reached earlier compared than shown 6 months ago.

Manufacturer narrative:
The subject device was implanted on (B)(6) 2018 and the switch to rrt took place on (B)(6) 2026. On (B)(6) 2025, the time to rrt was 14 months, minimum 9 months. On (B)(6) 2026, it is pacing in vvi 70 bpm because rrt has been reached. Since the switch to vvi 70 bpm (rrt), the device had paced more than 3 000 000 cycles, leading to the switch to rrt 30 days before, on (B)(6) 2026. The follow-up data of 11 follow-ups from 2018 to 2025 were provided and analyzed. The estimation of the longevity has been performed using the follow-up data provided. The device has not been returned and the longevity calculation was performed based on the data provided. Based on the data provided, the expected overall longevity is estimated at ¿ 114.8 months. The implantation duration was 96 months which is higher than 75% of the estimated overall longevity (75% of 114.8 months = 86.1 months). Based on hrs guidelines, no premature battery depletion is suspected. The patient has different percentages of ventricular pacing over time (2018 to 2025): from 1% to 50%. On (B)(6) 2025, the percentage of ventricular pacing is 4%. The most probable hypothesis of having reached rrt earlier than the displayed time to rrt on (B)(6) 2025 is that the percentage of ventricular pacing had been higher than 50% from (B)(6) 2025 to (B)(6) 2026. It should be noted that when rrt is reached, the prolonged service period of the device is at least 3 months in vvi mode, 70 bpm and 5 v. No premature battery depletion is suspected on the subject device. This case is retained and utilized for trending purposes.